Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of intracranial aneurysm, one coil was exited the sidewall near of the catheter near distal marker band. The catheter was removed and replaced with new one. No patient injury was reported.

Manufacturer narrative:
The microcatheter was returned for analysis without the coil. The microcatheter distal tip was found to be puncture proximal to the distal marker band. The microcatheter could not be used for testing with an in-house coil due to its damaged condition. Based on the device analysis and reported information, the report of puncture was confirmed; however, the cause could not be determined. The device puncture can occur due to excessive friction, aggressive movements, device incompatibility or damage. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.